Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Two video processor circuit boards were found to be defective and were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 2800 had yellow lines rolling on the monitor making image interpretation difficult. There was no adverse patient involvement reported. There was no patient information reported.